Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery an ophthalmic operating system displayed system message and the machine stopped responding. The system did not recover even after fluidics management system (fms) was replaced. The system was restarted with new balanced salt solution (bss), fluidics management system (fms) and handpiece, after which it worked fine. The surgery was completed on the same day, but there was a prolonged surgery time. The patient experienced choroidal hemorrhage followed by corneal edema due to the extended duration of the surgery. The status of the patient was unknown. Additional information has been requested but none received till date.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported choroidal hemorrhage, corneal edema. Specifically, a system message was displayed during cataract removal and the machine stopped responding. After the replacement of the fluid management system (fms) did not clear the issue, the machine still was not responding. The customer rebooted the system with all new accessories which cleared the issue. However, in the interim, the patient experienced choroidal hemorrhage, followed by corneal edema due to prolonged surgical time. Suprachoroidal hemorrhage during cataract surgery is one of the most devastating complications for both the surgeon and the patient. This complication is thought to be caused by sudden surgical decompression resulting in transient hypotony, which increases choroidal transmural venous pressure followed by serous effusion within the suprachoroidal space. As this accumulates, the short and long posterior ciliary vessels that traverse the suprachoroidal space become stretched. A suprachoroidal hemorrhage occurs when these vessels rupture from excessive stretching. Unlike other complications, the surgeon is generally caught unaware and unprepared. It can occur during any kind of intraocular surgery, from phacoemulsification to vitreoretinal surgery, but certain surgeries are more predisposed to developing a hemorrhage, such as intracapsular cataract extraction and open-sky procedures including penetrating keratoplasty. Patients with a history of hemorrhage are at higher risk of developing a hemorrhage in the other eye as well. Local ocular conditions that predispose to a hemorrhage include glaucoma, increased iop, low scleral rigidity and high myopia. Other intraoperative factors that can be important include sudden rise in blood pressure, a positive valsalva maneuver such as coughing, straining, and squeezing of the lids by the patient, a tight lid speculum causing pressure on the globe or vitreous loss during surgery. Bleeding generally starts from one of the short posterior ciliary arteries. The vessels are especially prone to rupture if they are also necrotic secondary to glaucoma or arteriosclerosis. Events might also begin with a serous choroidal detachment that leads to a sudden stretching of the ciliary vessels, leading to their rupture. Expulsive hemorrhage is recognized intraoperatively as a shallowing of the anterior chamber, spontaneous expulsion of the lens or intraocular lens (iol), progressive vitreous loss, wound gape, a dark, expanding choroidal mass along with hemorrhage through the wound and finally the appearance of the retina and choroid in the wound. With a closed globe or in eyes with self-sealing incisions, such as in phacoemulsification, an expulsive hemorrhage is recognized as shallowing of the chamber and progressive firmness of the globe. The final prognosis depends on the time of hemorrhage, the size of the vessel involved and speedy therapy. Rapid recognition and institution of appropriate measures can help save an otherwise unsalvageable eye. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: (1) the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and (2) the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. The epithelial cellular membrane also acts as a barrier. The endothelial barrier is leaky, but the leak rate normally equals the metabolic pump rate so that the endothelium maintains stromal water content to 78%. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Other postoperative factors include elevated intraocular pressure (iop) or inflammation which should be separately addressed if persistent. The main reason for persistent corneal edema is inadequate endothelial pump function keeping the corneal stroma in its relatively dehydrated and clear state. It is believed that at least 600 cells/millimeter (mm2) are needed to provide adequate corneal dehydration, and clarity. Corneal edema after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence. Ultrasonic power is a setting controlled and modified by the surgeon, therefore contributor to the event may be surgical technique as well as patient corneal pathology. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. Before release from manufacturing, each final pack must pass quality testing and inspection confirming that the unit meets all product specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.